Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection revealed a pinhole and scratch in the balloon wall 3.5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous left anterior descending (lad) artery. A 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, the balloon ruptured at 12 atmospheres. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous left anterior descending (lad) artery. A 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, the balloon ruptured at 12 atmospheres. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.